Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pre-deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice, this can cause the second implant to deploy prematurely.

Event description:
It was reported a pre-deployment of t2 during the surgery. Unknown if there was a delay, if backup was available and how the issue was resolved. No patient injury or other complications were reported.

Event description:
It was reported that during a meniscus repair there was a pre-deployment of t2. No patient injuries or significant delay reported. Back-up device was available to complete the surgery.